Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd phoenix¿ pid misidentification occurred. The following information was provided by the initial reporter: "wrong identification: wrong ID results from phoenix m50. Wrong ID results from phoenix m50 were enterococcus faecalis and the proper ID results should be enterococcus faecium. Two different samples were tested and results from phoenix m50 for those two samples were wrong. The confidence factor in results from phoenix m50 were high (99% and 96%). Confirmatory tests which gave proper results were classical biochemical tests and results from maldi tof ID. ¿did the failure occur with control or patient samples? Patient samples were any wrong results reported to the doctors? No, because additional confirmatory methods were done (classic biochemistry tests and mass spectrometry) if yes, were any patients treated based on erroneous results? No, because additional confirmatory methods were done (classic biochemistry tests and mass spectrometry) if yes, did the wrong treatment harm the patient?¿ no, because additional confirmatory methods were done (classic biochemistry tests and mass spectrometry)."

Manufacturer narrative:
H.6 investigation summary this complaint is not confirmed. This complaint is for mis ID of e. Faecium as e. Faecalis when using phoenix panel pid (448608) batch number 1334440. The customer did not provide panel or isolate returns but did provide screen shots of lab reports for the investigation. To investigate, four (4) total retention panels from complaint batch 1334440 were tested using qc isolates e. Faecium (4295) and e. Faecalis (a29212) on a phoenix m50 instrument and evaluated for identification results. All four panels identified correctly (2 at e. Faecium and 2 at e. Faecalis). Therefore, this complaint is not confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed no additional complaints on the complaint batch. Complaint trending was performed, and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. Per baltrmphxidastaph rev 10 version h, ID 6.0-6.11, indicates the potential risk of a misidentification was assessed as s4.

Event description:
It was reported that while using bd phoenix¿ pid misidentification occurred. The following information was provided by the initial reporter: "wrong identification wrong ID results from phoenix m50. Wrong ID results from phoenix m50 were enterococcus faecalis and the proper ID results should be enterococcus faecium. Two different samples were tested and results from phoenix m50 for those two samples were wrong. The confidence factor in results from phoenix m50 were high (99% and 96%). Confirmatory testswhich gave proper results were classical biochemical tests and results from maldi tof ID. ¿did the failure occur with control or patient samples? Patient samples. Were any wrong results reported to the doctors? No, because additional confirmatory methods were done (classic biochemistry tests and mass spectrometry) if yes, were any patients treated based on erroneous results? No, because additional confirmatory methods were done (classic biochemistry tests and mass spectrometry) if yes, did the wrong treatment harm the patient?¿ no, because additional confirmatory methods were done (classic biochemistry tests and mass spectrometry)"